Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial unk and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is wear and tear of the snaplock assembly. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a navio-assisted tka surgery, the navio point probe (B)(4) broke upon un-nesting from the handpiece, the small metal rail came loose. Additionally, the navio handpiece (B)(4) was stuck, when they tried to disengage, the snaplock disintegrated. The event occur after the case; therefore, no patient was involved.